Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. Insulin pump also received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer called to report the insulin pump has a unresponsive button. Blood glucose reading was 162 mg/dl. This issue had occured before but this time it could not be resolved. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.